Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular pacing impedance was elevated and out of range. In addition, a loss of capture was observed. A micro dislodgement was suspected. The device was reprogrammed as the patient is not pacer dependent and the patient was stable.